Event description:
During a laparoscopic sigmoid resection, md was unable to take pictures during the procedure for the patient's record due to a paper jam in the printer. The biomedical engineer on call was paged. Steps given over the phone were unsuccessful in removing the paper jam.